Event description:
The customer reported that the jaws of the device could not be opened after sealing and dividing pt tissue. The jaws were opened with another device. There was no tissue damage or pt injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.